Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 23 mg/dl, 36 mg/dl. The customer was treated for the low blood glucose with oj and peanut butter sandwich. The customer reported that they had received change sensor alarm. The auto mode in the insulin pump was not active and was not automatically adjusting insulin delivery during the event. The troubleshooting was declined for low blood glucose. The insulin pump will not be returned for analysis.